Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallstent biliary uncovered stent was to be used to treat a biliary obstruction during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent migrated immediately after deployment. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Problem code 3009 captures the reportable event of stent positioning issue. Investigation results: a fully deployed wallstent biliary stent and delivery system were received for analysis. Visual examination of the returned device found uncrossed and kinked stent wires at one end of the stent. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. The damages noted to the stent were most likely a result of unintentional use error during post procedure handling or re-packing of the device. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent misplacement with a failure effect of stent migration is noted within the dfu as a potential adverse events associated with the use of this device. Therefore, the most probable root cause is known inherent risk of device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on july 21, 2018 that a wallstent biliary uncovered stent was to be used to treat a biliary obstruction during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent migrated immediately after deployment. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.